Manufacturer narrative:
Correction: h6 - investigation conclusions code updated to unintended use error cause or contributed to event, was previously reported as cause traced to component failure.

Event description:
It was reported that during an implant procedure that the tip of the low voltage lead was soft and was unable to be implanted. The lead was not used and a different lead was implanted to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The reported events were soft tip of the electrode and unable to implant. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray inspection found over torqued of the inner coil at the connector region consistent with procedural damage. Visual inspection found the soft tip damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over torquing the inner coil inside the connector region. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.